Event description:
The user facility reported that at the beginning of a therapeutic ercp (endoscopic retrograde cholangiopancreatography), the physician twice attempted to insert non-olympus sphincterotomes through the endoscope, but the sphincterotomes allegedly would become mangled by the forceps elevator when it came out of the endoscope. The user facility elected to abort and reschedule the procedure. There was no patient injury or complications reported. No further information was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of the forceps elevator difficulty. The forceps elevator tested within specifications. An olympus test forceps, cannula, and sphincterotome were used to pass through the instrument channel of the endoscope and no problems were found. Following, the instrument channel was inspected and no obstructions were noted. Additionally, the insertion tube was found leaking due to a hole or cut, but there was no fluid invasion inside the endoscope. The insertion tube was found dented from a bite and there was excessive peeling and scrape marks. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.